Manufacturer narrative:
This report is for unknown (B)(6) bone filler/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported in 2005 a patient underwent surgery to have an acoustic neuroma removed from her seventh auditory nerve. (B)(6) bone filler was used along with a non-synthes titanium mesh. In 2007, the mesh had to be removed due to severe allergic reaction. Nothing was put in its place. In (B)(6) 2015 the patient suffered a blow to the back of the head and is now experiencing intermittent cerebrospinal fluid (csf) leak. The patient is unable to undergo computed tomography (CT), x-rays, or magnetic resonance imaging (MRI) due to adverse effects from radiation. The patient is trying to figure out if the csf leak could be due to the (B)(6) product. This report is for unknown (B)(6) bone filler. This is report 1 of 1 for com-(B)(4).